Event description:
Pt' family member called alleging that segments were missing on the meter. Customer service had family member do a control solution test and the last number was missing. Meter is only three months old. Customer service was unable to resolve the issue and is sending a replacement meter.